Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on july 17th reported they were not sure what the circumstances were that led to the ins feeling rolling up, but that it seemed to be worse at night. The patient stated the steps taken to resolve the implantable neruostimulator (ins) feeling rolled up, pain, and discomfort were they had to go to the healthcare professional (hcp). The patient stated the ins feeling rolled up, pain, and discomfort had not resolved. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported all of a sudden where the implantable neurostimulator (ins) was the patient felt like it was ¿rolled up.¿ the patient stated that kind of what they make gummy bears out of and you could take the gummy bear and just roll it up. The patient stated it felt like it was rolled up. The patient stated it was causing pain and discomfort. There was no recent trauma or falls that could be related to the issue. The patient stated there was no recent electromagnetic interference (emi) exposure. The patient noted issue began about two week prior to (B)(6). There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.